Event description:
Contact reports that two self drilling taps broke off in the pt during an mis case. The broken sections of the taps could not be retrieved and remain in the pt. Reports the broken portions are almost entirely buried in bone and the pt is doing fine. According to the surgeon, bone was very hard which may have overstressed instruments. As an unintended portion of the instrument remains in the pt, a medwatch report is being submitted to document this event. This mfg medwatch report is being filed for the first self drilling tap that was involved in this event. Mfg medwatch report no. 1526439-2010-00128 is being filed for the other self drilling tap that was involved in this same event.

Manufacturer narrative:
The self drilling tap is not available for eval. Review of device history records for the lot found no discrepancies when released to stock. No definitive conclusions can be made at this time. However, as reported by the surgeon, the pt had very hard bone. The most likely cause of tap breakage is the application of atypical force upon the instrument as a result of the contact with hard bone. At this time, the complaint is considered to be closed.